Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire met resistance and kinked was confirmed. The customer returned one guide wire, one blue tipped (chamfered) arrow raulerson syringe (ars) and one introducer needle and various other components. Two kinks were observed in the returned guide wire just past the j-bend and the j- bend is opened. The returned ars and introducer needle appeared typical and the plunger moved freely within the ars. Microscopic examination of the guide wire confirmed the two kinks and found both welds to be full and spherical. No separations were observed. A tug on the wire at both ends confirmed the welds were intact. The kinks were measured at 2.6 and 3.5 cm from the distal weld. The swg length measured 602 mm and the od measured 0.805 mm. Both measurements are within specifications per the guide wire graphic (length: 596- 604 mm; od: 0.788-.0.826 mm). Microscopic examination of the introducer needle and ars did not reveal any damage or defects. A functional test was performed in an attempt to verify the complaint of resistance between other remarks: the guide wire, the ars, and the introducer needle. Using the returned guide wire, the ars and needle, the guide wire was inserted into the ars and needle four times each at a different orientation by rotating the syringe 1/4 turns at each insertion and with the plunger in and out. The guide wire passed through each time and no resistance was met. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed and found no evidence to indicate a manufacturing related cause. Since the guide wire became damaged during insertion and no problem was found during functional testing, it appears that operational context caused or contributed to this complaint issue. No further actions will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in anesthesia, the md was unable to advance the guide wire. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.